Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Code (B)(4) used to capture surgical intervention and device removal. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) to treat a femur fracture on an unknown date. Patient was implanted with trochanteric fixation nail advanced (tfna) consisting of a nail, helical blade and two 5.0mm locking screws. Patient underwent revision surgery on (B)(6) 2018 to remove the tfna construct and replace it with a total hip due to arthritis. There was no issue with the nail, helical blade or locking screws. The hardware was removed without incident or surgical delay. Routine intraoperative x-rays standard for the procedure were taken. Explanted hardware was discarded by the hospital. The procedure was completed successfully, and the patient was reported as stable. This report is for a 5.0mm ti locking screw 50mm- for im nails-sterile. This is report 3 of 4 for (B)(4).